Manufacturer narrative:
(B)(4).

Event description:
The pt experienced overstimulation sensation down her spine to her tailbone. There was no known accident or incident related to the complaint. The pt had a cyst removed that was compressing her nerves. Turning stimulation down had no effect on the sensation she was reporting. The pt was prescribed xanax and dilantin to manage her symptoms. About 3 weeks later, the pt experienced a loss of therapeutic effect. She had discomfort in her thighs and couldn't get stimulation to cover pain in her back. This occurred when the pt took the batteries out and everything when to zero volts. The hcp reported the implantable neurostimulator lost power when exposed to a library demagnetizer. The pt experienced ambulation changes, increased bilateral pain and re-occurrence of pre-existing pain. The implantable neurostimulator was reprogrammed. The stimulator was found to be working properly at reprogramming. There was no pt injury. The pt recovered w/o sequela.